Event description:
It was reported that the arterial pressure of a patient dropped to 40/20 mm hg. The clinical staff concluded that this was caused by a blood loss of around 80-100 ml due to leakage between a 4fr picco catheter and its connector. Manufacturer reference#: (B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch report will be sent when the investigation is completed.